Event description:
The manufacturer received information alleging a spark originated from a nebulizer (manufacturer unknown) while a patient was receiving a breathing treatment and ignited the nasal cannula that was connected to an everflo oxygen concentrator. It was reported the patient received third degree burns and was hospitalized.

Manufacturer narrative:
The everflo device was returned to the manufacturer for evaluation. The manufacturer confirmed there was no evidence of thermal damage to the device, internally or externally. The device was tested and passed all final testing. The device operated and alarmed to design specification. The manufacturer requested the availability of the nebulizer device and was informed by the dme (durable medical equipment) supplier that the customer will not release the nebulizer device.